Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, although the tissue was sealed with the device the activation seemed weak, so the sealing was not well performed (half sealed). So the doctor hesitated to perform resection, and replaced the device with a new device. However, the same event occurred with the new device, so the doctor stopped using the device, and finished the procedure without a problem with a product instead. The generator was device without being changed, and it was used with the first and also the second device. The doctor said that the sealing tone was somewhat weak. There was no re-grasp alert, but there were sealing tone and end tone. There was no bleeding. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, although the tissue was sealed with the device, the activation seemed weak, so the sealing was not well p erformed (half sealed). So the doctor hesitated to perform resection, and replaced the device with a new device. However, the same event occurred with the new unit, so the doctor stopped using the device, and finished the procedure without problem with a new product instead. The generator was being changed, and it was used with the first and also the second device. The doctor said that the sealing tone was somewhat weak. There was no re-grasp alert, but there were sealing tone and end tone. There was no bleeding. No patient harm.